Event description:
Sample piece of simplex was given to salesman. Or personnel stated that simplex was mixed under normal operating room conditions and that there were no ill efects to pt. Cement was mixed and was very lumpy before it set up. Dr went ahead and used cement in pt, and didn't feel that there was a problem after set-up.